Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00566. It was reported that stent damage occurred. The target lesion was located in a coronary artery. Two 2.50x28mm promus premier drug-eluting stents were selected for use to treat the lesion. However, both stents were bent. The procedure was completed with another 2.50x28mm promus premier drug-eluting stent. No patient complications were reported.